Event description:
End user states she just today found the letter from (B)(6) about the recall for the shower chairs. The end user states the seat cracked on her during a shower and she fell to the floor of the tub.